Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. Although, there is no info to suggest a device related cause for the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis" no conclusion can be drawn at this time.

Event description:
Ni/ni/ni: pt underwent unk davol / bard mesh implant. The pt developed an infection and underwent an add'l operative procedure to explant the mesh.